Event description:
It was reported that the patient underwent posterior fixation from l5 to s1. Sometime post-op, it was found that the screw was broken. Reportedly, the patient did not fuse post op. The patient underwent revision surgery. The posterior fixation construct was removed due to pseudoarthrosis. An interbody device was added to l4/l5 and the construct level was extended from l4 to s1. No other patient complications were reported.

Manufacturer narrative:
The screw was returned for evaluation. Visual and microscopic examination of the fracture screw surface revealed severe damage to both upper and lower fracture surfaces. Due to this damage, the analysis findings are inconclusive. Visual and microscopic examination of one of the set screws returned revealed damage to the leading edge and upper side of the initial thread. The type and location of the damage is consistent with cross threaded insertion. Visual examination of the remaining returned product did not reveal any functional defects.